Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat leak test and microscopic analysis was performed which identified: device no leak and delamination of the diapherm flange disk. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no opening and leak was observed in the device. A delamination partial of the diapherm flange disk (adhesive failure).

Event description:
Healthcare professional reported left side deflation. The device has "been" explanted.